Event description:
It was reported that during a ptca procedure, contrast was observed while attempting to pre dilate the lesion. The pt went into cardiac arrest. Resuscitation was started and the pt was revived by inserting another balloon catheter and crossing the lesion to open the artery. Pt status is listed as "stable".